Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-med tronic aortic valve that was being replaced due to a stenotic leak, the valve was deployed with good results. However, calcium migrated in front of the left coronary artery and delayed coronary flow was noted. The cause of the calcium migration was unknown. Cardiac arrest occurred and cardiopulmonary resuscitation (CPR) was performed. A 38-millimeter (mm) stent was placed in the left coronary artery. Following closure of the femoral arteries, another cardiac arrest occurred and the patient subsequently died. Per the physician, the cause of death was the second cardiac arrest along with a weak left ventricle. The was no allegation against the function of the valve. No autopsy was performed.